Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that during the patients scheduled lead pull, six contacts of the trial lead remained in the patients body and was confirmed via x-ray. The patient will undergo a procedure wherein the contacts will be removed.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that during the patients scheduled lead pull, six contacts of the trial lead remained in the patients body and was confirmed via x-ray. The patient will undergo a procedure wherein the contacts will be removed.

Event description:
A report was received that during the patients scheduled lead pull, six contacts of the trial lead remained in the patients body and was confirmed via x-ray. The patient will undergo a procedure where in the contacts will be removed.